Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, channel a of the device was programmed to deliver regular insulin, at a rate of 2.2 units/hour and the delivery was started. No further reprogramming parameters were provided. On an unspecified date and time, channel b of the device was programmed to deliver an unspecified concentration of levophed and the delivery was started. No specific programming parameters were provided. At 2330, the nurse reported channel a of the device alarmed for air in line. At that time, the nurse removed the tubing set form channel a. Therapy was resumed using a replacement device. The nurse reported the device continued in use on channel b to deliver the levophed. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.